Event description:
Received information that alleged pigtail tubing separated and patient experienced high bg's.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.